Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was seen for a post-operation appointment on (B)(6) 2020. They were implanted on (B)(6) 2020 and the initial impedance test yielded electrodes 1,3,5,13,14,15 as possible shorts. Connectivity indicated that all electrodes were green (good connection). It was unknown if there were any factors that may have contributed to the issue, but it was noted that the patient was still in the healing stages from their surgery. The patient did not indicate that they saw the ¿settings not available¿ message on their remote and when the rep made changes to the amplitude they did not see the oor message. The patient was getting good paresthesia even when using some of the electrodes that had shorts. The rep did program a few groups around the bad electrodes, but no further actions were taken at this time. The impedance issue was not resolved, but it was indicated that the patient was getting good paresthesia. The rep indicated that they would continue to monitor the impedances when/if they see the patient again. At this time, the patient and the physician were not aware of the impedance issue since the patient was getting good therapy at this time. No surgical intervention occurred or was planned at this time. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.